Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28, lot# va0pkc1, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type lead .

Event description:
The health care provider (hcp) reported that the patient had a lead issue of pain at the lead site about 3 months after stage 2 placement in 2015. The pain was on the right side along the lead and into the right leg. Following explant in (B)(6) 2016, the patient continued to experienced pain at the lead site, which radiated down the patient's right leg. The pain prevented the patient from lying on their side. There was no sign of infection. The patient did not recover completely as they continued to experience pain. The indication for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.